Manufacturer narrative:
Please note this date is based off of the article¿s date of acceptance as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system from the first event; other applicable components are: product ID neu_unknown, product type unknown.

Event description:
Shamji, m.f., paul, d., shcharinsky, a. Minimally-invasive placement of spinal cord stimulator paddle electrodes is associated with improved perioperative and long-term experience among neuropathic pain patients. Spine an international journal for the study of the spine. 2016. Doi: 10.1097/brs.0000000000002050 summary: patients with treatment-refractory extremity neuropathic pain may benefit from spinal cord stimulation (scs). Conventional placement of surgical paddles for an external neurostimulation trial is through open laminectomy, but minimally-invasive surgery (mis) techniques may offer advantages.this study compared in-hospital and long-term outcomes among scs patients undergoing paddle insertion by open or mis approaches. The study found that mis techniques for scs surgical paddle implantation were associated with less perioperative morbidity and surgical site back pain, shorter external neurostimulator trial duration, and long-term device stability benefits. Reported events: one patient experienced implantable neurostimulator (ins) site pain that required a revision procedure. It was noted the issue had occurred during the patient¿s first year of follow-up. Two patients experienced device migration that required a revision procedure. It was noted that each patient had undergone an open laminectomy to implant their system¿s lead and that the issue had occurred during each patient¿s first year of follow-up.